Event description:
It was reported by the customer that pyxis medstation es system had fridge failure. The customer reported that malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch had failed. A field service engineer replaced the defective latch on the smart remote manager and conducted functionality tests. The device functioned as intended after the field service engineer troubleshooted the device.